Event description:
Just informed by dentist that the vitek ipi which was implanted in 1987 was recalled by the FDA. Pt was never informed of the recall and just recently learned of the problems with this device. Pt has a number of symptoms she's been dealing with over the past 5 years: whole body pain, extreme fatigue, constant fever, bone pain, allergies to pain medication, high blood pressure, mitral valve prolapse, esophagus stretched every 2 years, acid reflux, gerd, concentration and memory issues, brain fog, blurred vision, kidney stones, bladder issues, balance problems, sensitivity to chemicals and sun light, hoarseness, and muscle tightness in jaw. Pt is unable to work due to these medical issues and must now undergo surgery to have the implant removed.